Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump received failed battery alarm. The customer¿s blood glucose level at the time of incident was 160 mg/dl. The customer reported that she replaced six brand new batteries in her pump and they all received failed battery alarm. The customer reported that the pump had chipped thread and quarter inch of the thread was sticking out and was loose. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump was received with corroded battery tube, broken belt clip slot, broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.